Event description:
Additionally, it was confirmed that the event occurred at the injection site. On the date of onset, the patient was treated with hylenex. Over the course of the month, the patient was also treated with hyperbaric oxygen. The event resolved the next month.

Manufacturer narrative:
Additional, corrected, and/or changed data: a6, b2, b5, h6, h8.

Event description:
Healthcare professional reported injecting a patient in the jawline with 4.2 ml of juvéderm® volux¿ xc. The patient experienced a ¿vascular occlusion¿ that day. Treatment with a hyperbaric chamber is planned. The event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.